Manufacturer narrative:
This report is being amended to reflect changes in sections. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Primary operative notes were not provided. Review of the revision operative notes confirms that the patient underwent revision right total hip arthroplasty. It was noted in the notes that the femoral head was removed. The acetabular component was dissected out and was checked for loosening, and there was no evidence of loosening. The acetabular component was solidly fixed. It was also noted that the proximal portion of the stem was prominent and was loose. The proximal portion of the prosthesis was relatively easily removed. Product history search revealed no additional complaints against the related part and lot combination. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a failed total hip arthroplasty. During the surgery, the proximal portion of the stem was found prominent and loose.